Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 400mg/dl, with large ketones, associated with an alleged intermittent power issue with damage. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the battery cap was unable to tighten, the battery compartment threads were stripped, and there was intermittent power. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a power issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-sep-2018 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continuous use. The available black box showed unexplained power on reset events, and deliveries were resumed. The battery compartment was cracked on the side with no stripped battery compartment threads. Corrosion was observed in the battery compartment. The battery cap was not returned, and a test battery cap was able to fit to maintain an electrical connection and was used to complete a 12 hour duration test. No power on reset events were duplicated during this time. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The leak test failed with a battery compartment leak and a bolus button leak. The pump cover was removed and no internal moisture or damage to the power circuit was found.